Event description:
Pt tested blood glucose on the suspect device at 10:00pm and rec'd a reading of 312mg/dl. Pt took the normal insulin dose plus three units of h insulin for a blood glucose reading above 200mg/dl per scale provided by dr. Pt tested the blood glucose again on the suspect device at 11:26pm and the result was 306mg/dl. Spouse noticed excess sweat while sleeping and called paramedics. Paramedics tested on their device with a result of 35mg/dl at 1:00am. Pt was given an IV and taken to the hosp.